Event description:
(B)(4). I started having pain continually throughout my cycle. Days before and days after. Heavy bleeding. I became anemic and had to take iron from the blood loss. I was constantly in pain. Dr. Gave me naproxen 550 mg and told me I should take it before I knew my cycle would come. Problem there because I would bleed on and off all month long. Some weeks just much more than others. Dr. Also told me I would have to take this naproxen possibly until I go through menopause for the pain. We then tried an ablation. Worked for about 3-4 months and same cycles started to return. Heavy bleeding and tons of pain. No endometriosis or fibroids. Final straw was an ER visit where I was in so much pain and after $(B)(6) later I was told there was nothing that could be found. Did my own research to find many other women with my same symptoms who had their essure removed and are getting their lives back or what they can get back after so much damage.